Event description:
It was reported a surgical revision was needed due to the lack of stimulation and pain relief. During the revision, the hcp noticed the anchor was broken and disconnected from the lead. As a result, the lead was no longer located in the epidural space. The anchor was removed and the lead back was repositioned. No further patient complication reported. The patient was doing well.

Manufacturer narrative:
The anchor was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.